Manufacturer narrative:
Initial.

Event description:
It was reported that the user intentionally announced a larger-than-actual breakfast to obtain additional insulin while their blood glucose was elevated at 346 mg/dl, which constituted an improper method and user interface interaction error; the agent provided education on accurate meal announcements. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with the issue associated with user interface interaction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.